Event description:
During the separation of the pre-peritoneal space on a laparoscopic inguinal hernia repair, the device used to create the space (covidien pdb round shape balloon ref# (B)(4)) malfunctioned and the balloon portion broke into two pieces leaving a portion inside the patient, which the surgeon removed. Pictures of broken device taken, item sequestered and materials coordinator made aware.